Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient inserted sensor in arm which is not an approved site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.